Event description:
Doctor used the endo gia universal 12mm, lot n9f0525 in a transvaginal hysterectomy. He placed the staple across tissue and a vessel, fired it, and tried to remove the device, but the apparatus was still attached. After several unsuccessful attempts to remove device, he was forced to cut and sutured around the device in order to remove it. The malfunction added at least another 30 minutes to the procedure. Dates of use: 2009. Diagnosis or reason for use: vaginal hysterectomy.